Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 380 mg/dl at the time of incident. The current blood glucose was 340 mg/dl. Customer treated with manual injection and insulin pump. Customer alleging the insulin pump because is having to input carbs that he did not eat in attempt to get the pump to delivery more and bring his blood glucose down. The product will not return for the analysis.